Manufacturer narrative:
A partial lead was returned for analysis in two pieces measuring 21.0 cm from the connector pin and a middle piece measuring 34.0 cm. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead ((B)(4)) and right ventricular ((B)(4)) lead previously exhibited noise oversensing and was capped and replaced on an unknown date. The patient¿s current right atrial ((B)(4)) and right ventricular ((B)(4)) lead also exhibit noise oversensing. It was suspected that the capped leads were interfering with the active leads and damaging each other. The patient presented on (B)(6) 2019 for procedure and all 4 leads were explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
A third piece of the lead measuring 19.0cm from the distal end was analyzed. The damage found was sustained during procedure. The lead was otherwise normal.